Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Home care user reported that the device was in use for infusion. The user removed the device after an unknown amount of time in situ. Upon removal, the user found the cannula had broken off and half of the cannula remained in the skin. No incident related medical sequela was reported.